Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 16x3mm target lesion, with a significant bend >= 90 degree was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00x16mm promus element ¿ was selected to treat the lesion; however, the device was unable to cross the lesion. Upon removing the device, it was noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).